Event description:
It was reported that during a lead replacement procedure, after connecting new competitive rv leads, oversensing occurred. The physician reprogrammed the device and the issue was resolved. Patients condition was good after the event.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.